Event description:
Lap chole - "dr. (B)(6) was using the ca500 on a lap chole and experienced scissoring of the clips. The clips loaded into the jaws of the clip applier correctly for the first 3 clips but when they were closed on the tissue they scissored, resulting a tear of the cystic duct. The 4th clip did not load into the jaws correctly and dr. (B)(6) requested an el5ml to finish the case. A picture taken during the case is attached and will be returned with the event sample that shows how clips were loading into the jaws. Came from a (B)(4) kit."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation along with photographs from the case. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The device was disassembled for further evaluation and met all specifications. Based on the returned photographs, the clip may not have been loaded into the jaws properly. The instructions for use (IFU) states, "prior to ligating, inspect the device to ensure that the clip is fully advanced in the jaws. Ensure that each clip is secure and completely positioned around the tissue being ligated" and "do not apply an excessive side load to the jaws as this may cause them to partially collapse. The clip applier jaws should be fully open and parallel prior to firing the device." All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.